Event description:
A malfunction alarm identified as malf 9 was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, as it remained within a normal range. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.